Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the head end casters were out of adjustment. He adjusted the casters to repair the bed.